Event description:
It was reported during a trauma resuscitation, the physician tried to access the left and right subclavian, but did not manage to withdraw blood. He requested a new set and managed to get access immediately. It appeared the needle hub was cracked and sucking air. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a trauma resuscitation, the physician tried to access the left and right subclavian, but did not manage to withdraw blood. He requested a new set and managed to get access immediately. It appeared the needle hub was cracked and sucking air. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. Visual analysis of the photos showed an introducer needle hub. A large crack was observed on the hub, which matches the customer report. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photos. Visual analysis of the photos revealed that the needle hub was cracked. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the supplied photos, the root cause for this complaint is design related. A CAPA has been previously initiated to address the issue of cracked needle hubs for the hub type involved with this complaint. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.